Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's doctor declined to perform troubleshooting. The customer's doctor was advised to call back to perform troubleshooting and document the event. Nothing further was reported.